Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) with an alleged issue to perform failure analysis.

Event description:
It was reported that during a davinci assisted surgical procedure, the surgeon was complaining that an instrument installed on universal surgical manipulator (usm) 4 was drifting from time to time. At the time of the call, the technical support engineer (tse) inquired if the drifting was observed when releasing the right master tool manipulator (mtm), but surgeon reported it was not the case, issue occurred while handling the instrument. The tse reviewed error logs and they were clear. Tse informed caller if drifting was occurring on instrument tip axis, the recommendation would be to remove the instrument and reseat the sterile adapter. The reporter called back to report that the issue was resolved by replacing the instrument, which was on its last use. They were continuing with the procedure as planned with no further issues. There was no report of patient injury. Intuitive followed up but no additional information is available.